Event description:
It was reported that the tip of the driver broke off during removal of the set screw. The construct was removed and replaced with new hardware. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed approximately ~1.5mm of the instrument tip has been broken off; the broken off portion is missing and not returned for analysis. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. The above findings are consistent with torsional overload.